Manufacturer narrative:
Customer's meter was returned and investigated. Meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. The complaint was not confirmed. This is a final report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported that her fs freedom lite meter would turn off immediately after strip insertion and the "888" appeared on display. The customer then reported that as a result of her inability to test on (B)(6) 2011 while at home she experienced headaches, thirst and subsequently lost consciousness. Paramedics were called and treated customer on scene with intravenous insulin, an opiate analgesic and transported customer to health care facility. Customer was reportedly diagnosed with hyperglycemia and treated with additional intravenous insulin and opiate analgesics. There was no report of death or permanent impairment associated with this report.